Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device could not be used because the anchor broke from the sling prior to implantation.

Manufacturer narrative:
B2: selection removed as malfunction report. B3: date of event corrected. The device was not returned for evaluation. A photograph was provided in which it can be verified the static side mesh to suture juncture broke (suture break). Without the benefit of analyzing the device, quality cannot confirm the root cause of the break. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures.